Event description:
C-cc-bt - broken tubing the following was reported: "tubing was found to be almost severed on one end. It was never used on the patient and defect was found during priming.".

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
(B) (4) = sizing issue. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue. Per the operative report of (B) (6) 2009, "...a 30 physio ring was implanted. The valve tested competent. The atrium was closed, usual deairing procedures were carried out and clamp was withdrawn. Off bypass with a beating heart and good circulation there was 1-2+ mr central jet and it was thought that possibly the posterior leaflet was too restricted and the ring may have been a little big and there was not sufficient coaptation. Bypass was recommenced, cardioplegic arrest was introduced and a further clamp period during which the ring was removed, a triangular segment was taken out of the prolapsing portion including the chords. This was joined by running 5/0 prolene and a smaller ring (28) was put in." It was also noted that the device has been discarded; therefore, it is unavailable for evaluation.

Event description:
Reportedly, the device was explanted after an implant duration of 26.67 months for unknown reasons. Per the cer: the ring was explanted and another device was implanted as a replacement. No further details were provided. The device will not be returned as it was discarded.

Manufacturer narrative:
The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformances.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.